Manufacturer narrative:
The customer has stated the la volume/bsa measurement is not calculating or possibly mapping incorrectly. At this time merge healthcare technical support is working with this customer. Merge has not been able to replicate this measurement appearing incorrectly. Merge healthcare is working with the customer to resolve this issue. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from (B)(6) structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. On (B)(6) 2018, a customer contacted merge healthcare technical support and stated that diagnostic measurements taken by their modality needed to be corrected. Due to an incorrect values displaying in the diagnostic report, there is a potential for incorrect treatment of a patient that could result in harm. However, at this time the customer has not alleged any harm or impact to a patient as a result of this issue. Reference complaint number (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 05/08/2018. The customer stated that the la volume/bsa was calculating incorrectly on the merge clinical report. This was due to the bsa calculating differently on the cart vs in merge cardio. The cart was using the dubois formula for bsa calculation and merge cardio was configured to calculate bsa using the haycock formula. Knowledge base configurations were made so that merge cardio will use the dubois formula. After the configurations were changed, the bsa and measurements in merge cardio matches what is on the cart. The customer confirmed the changes are correct and also confirmed that no patient harm resulted from this issue. No further action is required. There were no reports of death, serious injury or injuries that were directly caused or contributed to as a result of this issue. Revised information contained in this supplemental report includes the following: date new information received by manufacturer. Indication that this is follow-up report 001. Type of reportable event: indication of malfunction as reportable event. If follow-up, what type: indication of additional information. Device evaluated by MFR: indication device evaluated by manufacturer. Evaluation codes: methods code: 10 - testing of actual/suspected device. Results code: 3208 - configuration issue. Conclusions code: 21- cause traced to infrastructure. Indication of additional manufacturer information is contained in this follow-up report.